Manufacturer narrative:
Result - wheel assembly.

Event description:
It was reported by service report that the cot wheels are excessively worn and need replacement. No pt involvement or adverse consequences are reported.